Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were high shock impedance measurements on this device and the competitor right ventricular (rv) lead. It was indicated a follow-up would be performed. During the follow-up, the issue was narrowed to the right atrial coil configurations. As a result, programming around the right atrial coil configurations was discussed with the physician and technical services. No adverse patient effects were reported.